Event description:
The customer reported a malfunction of ID core xt. Phenotype with other referenced products resutled omozygous big c; ID core xt result in heterozygous big c little c with ID core xt.

Event description:
The customer reported a malfunction of ID core xt. Phenotype with other referenced products resulted omozygous big c; ID core xt result in heterozygous big c little c.